Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported that their teladoc blood pressure monitor made a popping sound and began emitting smoke from the bottom of the device. The patient did not receive any medical treatment as a part of the device malfunction.

Manufacturer narrative:
A replacement blood pressure monitor was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their teladoc blood pressure monitor made a popping sound and began emitting smoke from the bottom of the device. The patient did not receive any medical treatment as a part of the device malfunction.